Event description:
It was further reported that during the revision surgery the screw couldn't be locked properly. Surgery was completed successfully with another screw. Patient outcome is reported as good. This report captures the intra-op event where two column radius plate cannot be fixated properly during the revision procedure, while related complaint (B)(4) captures the post-op event where the fracture wasn't fixated as planned.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. Device history lot part: 401.766ts, lot: 6l29744, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: oct 14, 2019, expiry date: sep 01, 2024. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part number: 401.766, lot number: 5l76981, manufacturing site: grenchen, release to warehouse date: aug 19, 2019. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: code 3191 used to capture surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history: part: 401.766ts, lot: 6l29744, manufacturing site: (B)(4), supplier: (B)(6), release to warehouse date: 14 oct 2019, expiry date: 01 sep 2024. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part number: 401.766, lot number: 5l76981, manufacturing site: (B)(4) release to warehouse date: 19 aug 2019, a manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a patient was treated for a secondary disassociated distale radius extension fracture on (B)(6) 2020. Intraoperatively, the two column radius plate could not be fixated properly. All implants remained in patient. Surgery completed successfully. This is report 2 of 10 for (B)(4).